Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer was transported to hospital via ambulance. Customer reported a second high blood glucose event, customer was traveling and stopped at motel. Customer was vomiting. Husband had taken her to hospital for treatment. The current blood glucose reading is 89 mg/dl. Nothing further reported.